Event description:
The patient had a thrombotic event approximately 31 months after the procedure.

Manufacturer narrative:
Eval summary: the product was not returned (or was not available) for analysis. Additionally, as the sterile lot was not available, device history record review could not be performed. This patient presented to cath with a non q-wave myocardial infarction, unstable angina and 2-vessel disease was found. A 90% de novo lesion in the rca was treated with a 3.5x12mm driver stent at 14atm. Five days later, a 60-70% de novo lesion in the proximal lad was treated with direct stenting of a 3.0x18mm cypher stent. Residual diameter stenosis measured 0%. Thirty-one months after this procedure, the patient returned to cath with chest pain and acute anterior st segment elevation myocardial infarction. The lad was abruptly occluded. There was no proximal lad in-stent stenosis. There was 40% tubular mid lad stenosis just beyond the proximal stent and tubular 40% distal lad stenosis. The lad was abruptly occluded at the mid apex before it courses to the inferior wall and where it gave rise to the diagonal branch was disease free. The patient was treated with half dose retavase and integrillin at an outlying hospital. One month later, the patient presented for treatment of the thrombotic event. Immediately in the region of the previously placed stent, there was a 95% narrowing and evidence of extensive thrombus. There was 70% narrowing in the mid lad. The remainder of the vessel was unremarkable as it coursed around the distal anterior wall, and wraps the apex. The most terminal portion of the lad, in the region of the inferior apex, was completely occluded. Heparin and reopro were administered. A pro-water flex wire was advanced to the distal lad. Pronto thrombectomy catheter was used to aspirate the proximal and mid portions of the lad. There was recovery of small amounts of red thrombotic debris outside the body. A 2.5x20mm taxus stent was deployed in the de novo lesion in the mid lad at 15 atm. A 3.0x28mm vision bare metal stent was within the pre-existing stent wand overlapping the taxus stent at 13 atm. Post-dilation was conducted with a 3.0x33mm quantumetric balloon at 18 atm. This product is not available for testing and evaluation. Additional information is not available, therefore, no further reports will be forthcoming. The clinical impression has been amended to reflect new or corrected information. A female with a history of previous mi, unstable angina and previous pci (rca) experienced a thrombotic event two and a half years post cypher stent implantation. Initially, the patient was admitted with unstable angina and an ami and an angiogram revealed a lvef of 60% and lesions in her rca and proximal lad. This patient's advanced age, gender, history and presentation put her at increased risk of mace. Her rca lesion was described as de novo and 90% occluded. It was treated with the placement of a non-cordis bms. Five days later, the patient returned to have the proximal lad lesion treated. Intra procedural medications included angiomax without gpiibiiia. The pre or intra procedural administration of asa, plavix or heparin and the performance or recording of acts was not reported. The proximal lad was described as de novo and 60-70% occluded. No vessel and/or lesion characteristics were provided. The lesion was no pre-dilated prior to the placement of a 3.00x 18mm cypher stent at an unknown maximum inflation pressure. The post procedural administration of asa or plavis was not reported. Two and a half years after the cypher stent implantation, the patient returned with st elevation and an ami. This was treated with the administration of retavase and integrilin at an outlying hospital. The patient was transported to another facility where an angiogram revealed an lvef of 30% and occlusion in the lad. The physician felt that the patient's previous treatment with thrombolysis had resulted in some proximal vessel recanalization. Given the patient's condition, the physician opted to delay treatment at this time. One month after this event, a repeat angiogram revealed severe lv dysfunction, mild mitral valve reguritation and thrombus with the lad. This was treated with thrombectomy and the placement of two non-cordis stents; a des in the mid lad and a bms in the proximal lad (within the cypher stent). With this treatment, a small second diagonal was visualized arising from behind the previously implanted cypher stent. There are patient and possible procedural and pharmacological factors that may have contributed to this event.